Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they first experienced the problem on (B)(6) 2019 [2018?]. They experienced ¿not peeing like usual, not a steady stream, and I was peeing on myself¿. The patient had to but a pack of depends and they used the whole pack (there were 45 depends in the pack). They noted that, at times, they were just dribbling. The patient reported that the circumstances/possible cause of the issue was that ¿I might have been shutting the it off by mistake¿. They got instructions on how to use the device. The patient felt the vibration and it was working now. They stated that they ¿probably pushed the wrong button, that¿s all¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient replaced her programmer battery and she tried to charge it, but it was not working. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported that their symptoms had been 50% better after implant but now had problems. This was noted as when they run water, they peed on themselves, so they were back to wearing depends. This issue had been going on for a ¿couple of months or so¿ (2018). The patient also reported that they had fallen backwards and the ins battery had shifted. This had occurred in 2017. They stated that they had ¿falling spells¿ all the time and falls all the time. Using the programmer, it was determined the patient was on program 1 at 1.3. During the report, it was discovered that the patient was turning the stimulation off when they finished using the programmer. After reviewing programmer button function, the patient thought they had been turning the stimulation off since 2016. It was also noted during the report that the patient was ve ry confused about the implant components and function. Education occurred during the entire report. It was recommended that the patient monitor their symptoms now that the stimulation was turned back on and was redirected to follow up with their healthcare professional (hcp) for the falls. There were no further complications reported or anticipated.